Manufacturer narrative:
The sample was collected in a 4ml vacutainer by an ER nurse and was given to the stat lab right away. Qc before and after the incident was within the specifications. Review of the provided qc printouts show qc was within range on the date of the reported issue. Bci field service engineer (fse) contacted the customer and found they had bleached the probe and reported the instrument was operating correctly. Reproducibility and qc were reported to be within specifications. Root cause is unknown but could be attributed to incomplete aspiration due to a clogged probe or a short sample.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low wbc, rbc, hgb, hct, and plt results generated by coulter act diff2 hematology analyzer for one patient sample. The erroneous results were reported out of the laboratory. The patient was admitted to hospital due to low hgb result. Testing on the redrawn sample by an alternate instrument produced normal cbc results. Repeat testing on the original sample by the original instrument also produced results that matched those from the alternate instrument. There was no death or injury associated with this event.